Event description:
According to the reporter: the dr. Was stapling and when he went to pull the reload out of the trocar it was stuck. He had to remove trocar, and noticed there was a piece of metal in the patient. He was able to increase the insicion size and pull the reload out. Did the difficulty result in unintended colostomy, formal laparotomy, re-operation etc.: no did the difficulty result in unintended colostomy, formal laparotomy, re-operation etc.: no there was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated blood loss of more than 250cc and no delay over 30 minutes. No device fell in patients cavity and no device fragment left in patient.

Manufacturer narrative:
Supplemental # 01. (B)(4).

Manufacturer narrative:
(B)(4).